Event description:
It was reported that the indicated battery charge dropped by 60% in a short period of time. There was no adverse impact to the customer's blood glucose level. The customer received best practice tips and was advised to monitor the situation and call back if the issue persisted.